Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation (other)'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') and autoimmune disorder ('autoimmune disorder type of disorder: unspecified') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the perforation, pelvic inflammatory disease, autoimmune disorder, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, acne, migraine, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, perforation, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in the removal procedure as reporter comments yes for the essure removal and in dates of removal: not mentioned comment is updated. Discrepancy noted in the essure confirmation test, whether it is performed or not. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs received: injury nos was replaced with new events: perforation(other), menorrhagia, vaginal bleeding, uti, anxiety, autoimmune disorder type of disorder, acne, migraines, headaches, pelvic inflammatory disease, dental problems, nickel allergy, dysmenorrhea, dyspareunia, pain, fatigue, weight gain, bloating, hair loss. Essure removal surgeries were added. Reporters information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.